Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the alarm rings continuously just before the self-test ends. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair/evaluation. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log did not confirm that there was no record of the customer reported issue. Functional test confirmed that the user was using a cassette other than the protective cassette and the sensor was detecting a false positive. The protective cassette was replaced, and the device passed functional tests.